Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device stopped working and rotating. The procedure was completed with another like device. There were no adverse patient consequences.

Manufacturer narrative:
Corrected information: narrative - it was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device stopped working and rotating. The procedure was completed with another like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4) blade seized/stopped. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatches 2210968-2012-02260, 2210968-2012-02261, 2210968-2012-02263, and 2210968-2012-02264. The same patient is represented in each medwatch.